Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic cholecystectomy procedure, in which the device was used to divide the cystic duct. The patient was noted to have a large amounts of bile in the drain the next day after. Imaging (hepatobiliary iminodiacetic acid (hida) scan showed bile leak. The patient had to be transferred where endoscopic retrograde cholangiopancreatography showed cystic duct leak requiring placement of a plastic stent. As a result, the patient spent several days in the hospital and was discharged when deemed.